Event description:
A low reading issue was reported with the adc (abbott diabetes care) device. A customer received unspecified lower sensor scan results and it's unknown whether a trend arrow was noted on the device. The customer was provided unspecified third-party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.